Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up visit, device interrogation indicated the patient received appropriate therapy for vf. However, undersensing was also observed. Reprogramming was discussed. No adverse consequences were reported.